Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified left forearm vein. After a non bsc introducer sheath was inserted from cubital vein and a non bsc guidewire was advanced to the lesion, a 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, upon the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with 6x4 non bsc balloon catheter. No patient complications were reported.